Manufacturer narrative:
Additional information was requested but not received.

Event description:
It was reported that patient presented for follow up in clinic. It was noted that implantable cardiac defibrillator (ICD) was in back up mode. It was also noted that high voltage therapies were disabled. Programming changes were made. There were no patient consequences.